Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the system was not able to dock. All other system functions had been checked and were working properly. The rep was able to replicate the issue. All obstructions were cleaned. The motion controller and x-stage cover were found to be defective. The covers were replaced. A successful system checkout was performed which verified that the issue had been resolved. The x-stage cover was returned to the manufacturer for further analysis. The motion controller was not returned to the manufacturer for further analysis due to being lost in transit. During part analysis there was a confirmed physical damage failure with the x-stage cover.

Event description:
A site representative reported that the imaging system would not dock as the rubber guard on the base of the vertical column had been dragged into the mechanism. No patient was present during the time of the reported incident.